Manufacturer narrative:
The technician explained how to clean the hi low brake assembly. No further information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the hi low has a mechanical drift. No injury reported.